Manufacturer narrative:
Returned device was received with cracked enclosure near the drain fitting. Cracked handle on the pole clamp. Noisy pump. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The original DHR is no longer applicable as the device was manufactured in 2006. The results of the investigation do not implicate a service process.

Event description:
Information was received that a customer suspect to have a bad smiths medical level 1 hotline blood and fluid warmer pump. No adverse patient effects were reported.